Event description:
Reportedly, upon closing the patient, bleeding occurred from the distal end of the graft, the clips cut the vessel and the surgeon found two malformed clips. Used another device to continue without further complications.